Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcified, distal left anterior descending artery (lad), after predilatation the 2.75 x 33 mm xience prime stent delivery system was deployed, however a dissection was noted at the stent distal end. A 2.75 x 28 mm xience v sds was used to cover the dissection. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.in this case, there were no reported product deficiency. The reported patient effect of dissection is listed in the listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event.although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.